Event description:
In (B)(6) 2011, a 16 hole ccs plate was used for a femoral shaft fracture after an unsuccessful attempt at reaming for an intramedullary nail, during which the lateral cortex of the femur was reamed through. Subsequently the pt was brought back into theatre for a wash-out, for an infection that the surgical team felt was preventing the fracture from uniting. Two months ago, it was discovered that the plate had broken and the fracture was not united. The surgical team felt that the infection was preventing the fracture from healing. On (B)(6) 2012, the dcs plate was removed, the bone at the site of the non-union was removed, and a femoral strut graft was used. Another 16 hole dcs plate was implanted along with a 10 hole 4.5/5.0 broad plate, placed anteriorly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Reported date of implant was (B)(6) 2011. Investigation coordinated by synthes (B)(4). Report received indicates the dimensions of the dcs plate were checked and found to be in accordance with the technical drawing of the producer and ao specification. The examination of the raw-material inspection sheet and the manufacturing papers showed that the chemical composition, microstructure and mechanical properties of the stainless steel implant were in accordance with ao/asif as well as with the international standards. The failure of the investigated plate was due to dynamic bending which led to overload and material fatigue. Based on the topography of the fracture surfaces we can conclude that the investigated dcs plate had to absorb and neutralize forces over a long period of time that may have been greater than the tolerable load. Postoperative activities of the patient in combination with instability of the bone fracture may have played a role. The manufacturing records were reviewed and no complaint related issues were found.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received.